Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced ongoing blood glucose levels of 341-520 mg/dl. Cause was unknown. A bolus was delivered and manual injections were administered to address bg levels. A pump system check was performed and determined the pump functioned as intended. Recommendation was made to discuss diabetes management with a healthcare professional.